Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed incoming testing, specifically the ECG fall off test. Upon investigation, there was a short between the red (-5v) and violet (agnd) wires inside the cable connecting ECG c and d. The cause of the test failure is the shorted wires. The root cause of the shorted wires is unable to be positively identified. No adverse event resulted from the shorted wires.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional ECG electrodes.